Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mm2640 batch number, and no non-conformance were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hip replacement surgery on an unknown date and suture was used. The suture broke during the surgery. Changed to another device to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.